Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the inflation lumen. There was contrast visible in the balloon and in the guide inflation lumen. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The balloon was separated at the proximal seal. The material at the separation was jagged. The separated balloon was returned on the stylet with the orange protective sheath covering the balloon. The inner member was separated, 1 mm proximal to the proximal end of the clear gap an 5.5 cm distal to the guide wire exit notch. The inner member material at the separation was jagged. There was 24.5 cm of the inner member that was not returned. The shaft was bunched, 11 cm distal to the guide wire notch and extending distally for a length of 1 cm. There was a kink in the shaft, 3 cm distal to the guide wire exit notch. There was a kink in the hypotube, 11 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. The stent implant outer diameters were measured and met manufacturing criteria. The inner diameter of the returned protective sheath measured .049". Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft and balloon separation has previously caused or contributed to patient injury. Device issue: distal shaft and balloon separation. It was reported that during advancement of the rx vision stent delivery system (sds) through the excessively calcified lesion the stent structure got damaged and the stent could not be deployed. Reportedly, there was no patient injury. This is being reported based on the analysis of the returned sds that revealed the distal shaft and balloon were separated. It could not be confirmed when the damage to the sds occurred. Although, the mid portion of the inner-member was not returned, the entire distal portion (balloon, stent, and tip) and proximal portion were returned and therefore, it is not possible that the mid portion could have remained in the patient. No additional event or patient information is available.